Manufacturer narrative:
The lot number reported by the dentist was not verified by the crm system, so it was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4). The dentist reported that almost 22 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, 35n.cm of primary stability was achieved.